Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 february 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system. The patient has a pertinent past medical history of mild mitral regurgitation. Prior to procedure, the patient's condition included severe aortic stenosis and moderate mitral regurgitation. Pre-dilatation was performed with a 20mm balton; the balloon did not exceed the min annulus diameter. During implant, the valve was deployed in optimal position using the refine technique. Non-uniform expansion was checked. Then, the patient went into severe mitral regurgitation (mr) with significant heart failure symptoms. The patient was stabilized and the navitor was implanted at an implant depth of 3-4mm. Post-dilatation was also performed with a 20mm balton and the result was trace paravalvular leak. Overnight whilst in the intensive care unit (ICU), severe mr re-occurred and the patient received medication therapies; palliative care was ultimately decided. The user does not allege that the navitor valve caused or contributed to the severe mr. On 11 february 2025, the patient passed away due to a "suicide ventricle." The implanter did not classify the patient's passing as related to the device.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The provided information was reviewed by medical affairs. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The reported patient effects of mitral regurgitation could not be determined. Death was due to suicide ventricle. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.